Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Evaluation summary. A clinical analyst reviewed the file. Corneal thermal injuries are typically related to excessive heat generated by the phaco tip due to insufficient aspiration flow, extended energy application, or combination of both. The system is designed to cool the phaco tip during use as aspirated fluid flows through the tip lumen. Overheating of the phaco tip, however, may occur due to extended application of ultrasonic energy or compromised aspiration flow through the phaco tip. Reduced fluid flow through the phaco tip may be caused by phaco tip re-use, tip clogging by nuclear material, kinked tubing, inadequate flow and vacuum settings, or obstruction by ophthalmic viscoelastic device (ovd). When the phaco tip is occluded, infusion will cease, reducing the cooling effect of the tip. Occlusion tones (intermittent beeping tones during occlusion) alert the user, indicating that the vacuum is near or at its preset limit, and aspiration flow is reduced or stopped. The surgeon must recognize the occlusion tones and manually stop the ultrasound mode in order to prevent a rapid temperature increase. No further information was able to be obtained from this customer. The product met specifications at the time of release. Phaco handpiece was received for evaluation. A visual assessment of the returned sample found a visual cable crack on the strain relief. This, however, is unrelated to the reported event of a corneal burn. Full functional testing was performed on the returned handpiece in which no problems were found. The handpiece was able to pass an initial ground resistance test. The handpiece was then connected to a calibrated system in which it was able to tune as well as run successfully for 5 minutes in 100% torsional and ultrasound stroke. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the pennsylvania patient safety advisory abstract: preventing corneal burns during phacoemulsification, march 2010, vol. 7, no. 1: 23-25, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. A root cause cannot be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the handpiece was found to pass all functional testing on the system and was then tested on the dynamic tuning fixture (dtf) for stroke testing on both ultrasound and torsional movements. A flow test was performed on the handpiece irrigation as well as aspiration connections in which the handpiece was also found to meet flow specifications. (B)(4).

Event description:
Additional information was received from the surgeon. The affected eye was the right eye (od). The event occurred during the pre-phaco step of the surgery. In surgeon´s opinion the corneal burn was due to the patient´s hard cataract and to insufficient irrigation from the handpiece. The patient had corneal wound leakage and 1 suture was needed. The patient also experienced anterior chamber shallow/collapse, intraoperative hypotony, iris damage, iris prolapse and hyphema. No occlusion tones were noted during the event. The suture was removed on (B)(6) 2016. The patient´s symptoms were resolved with treatment.

Manufacturer narrative:
A sample was received by a company representative and a service visit was performed. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).

Event description:
An ophthalmologist reported that a patient experienced a corneal burn during a cataract surgery with intraocular lens (iol) implant, while using the handpiece. Additional information has been requested but not received to date.